Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery power loss alarm. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer states they did not receive a low battery alert prior to the off no power alert. The customer stated that this was the second occurrence of the low battery alert prior to off no power alert. The customer stated that battery compartment was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads, cracked lcd window and cracked case at the display window corner. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected low battery alarm, battery power loss and off no power alarm noted.